Event description:
Additional information: it was reported that the revision surgery was successful and therapy was continuing.

Manufacturer narrative:
Concomitant medical products: catheter: model 8780, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6).

Manufacturer narrative:
The catheter returned for analysis was incomplete, in segments. Analysis of the same revealed no anomaly, acceptable catheter testing.

Event description:
It was reported that the patient had no benefit from the therapy from the beginning and an untraced leakage was suspected. The catheter was replaced by another one. It was later stated that the catheter connection appeared sound and drug had been dispensed from the pump. As the patient had received a good response from the test dose, this lack of response to pump therapy was identified as a sign of a leak; catheter occlusion due to drug clotting was not considered. It was also added that there was a volume discrepancy between the actual and the expected drug reservoir volume, however, specific amounts were not known to the reporter. Drug delivered via the device was compounded baclofen.

Manufacturer narrative:
(B)(4).